Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. The pdrn attributed causality to a touch contamination event involving a lack of hand hygiene and failing to close the door to the treatment area. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum (1). Additionally, in up to 20% of all peritonitis cases no organism is identified, and diagnosis can only be made by performing a cytological examination of the pd fluid and physical symptoms (2). The pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications, as evidenced by the devices continued use.

Event description:
On (B)(6) 2026, fresenius became aware this 54-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2026 and diagnosed with peritonitis. Upon follow-up conducted on (B)(6) 2026 via email, the patient¿s pd registered nurse (pdrn) stated that the patient was hospitalized on (B)(6) 2026 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient¿s peritoneal effluent culture result returned negative for growth; however, the patient was treated with intravenous (IV) vancomycin and ceftazidime (dosages, durations, frequencies not provided). The patient was discharged home on (B)(6) 2026 in stable condition and resumed utilizing the same liberty select cycler without any reported issues. Following discharge, the patient¿s nephrologist changed the patient¿s antibiotic regimen to intraperitoneal (ip) vancomycin 1000 mg to be given on (B)(6) 2026, as well as ip ceftazidime 2000 mg daily until (B)(6) 2026. The patient is recovering from the serious adverse events, and causality was attributed to a touch contamination event involving poor hand-washing practice, in addition to failing to close the door to the treatment area (reeducated). Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.